Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven years and four months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that an MRI scan was performed and the results indicated an endoleak and the physician recommended removal of the stent grafts; however, the patient was notified that she can no longer be followed. It was also reported that the patient had refused follow appointments and that the patient had presented in the physician's office on a number of occasions where she was vulgar and disrespectful to the office staffing as well as the physician. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation conclusions: (cause of event is unknown).